Event description:
During transapical sapien valve deployment, the valve moved slightly ventricular, so the primary operator pushed delivery system and sheath in simultaneously, causing the valve to be deployed too aortic. The placement caused coronary artery occlusion. Prior to the tavr procedure, a meeting was held, and the physician team was aware of low left main height. One physician recommended wiring the left main as a precaution, but the team proceeded without doing so. The left main height was measured; by mensio 3 it was 10.6mm and by m2m it was measured to be 9.7 mm. The valve was positioned 60:40 aortic/ventricular (a/v), and rapid ventricular pacing was initiated. A contrast injection was performed, and balloon inflation and valve deployment was started slowly. During deployment, the valve moved slightly ventricular. The primary operator pushed the delivery system and sheath in simultaneously, and the valve landed 90/10 (a/v). Immediately post deployment, the EKG monitor showed st elevation and a widening qrs complex. The patient became hemodynamically unstable. Tee revealed no paravalvular leak or central aortic insufficiency, but confirmed there was no flow to the left main coronary artery. Left main occlusion was also confirmed with a root angiography. The patient became bradycardic, and pacing was initiated at a rate of 70. The patient was prepped to be placed on cardiopulmonary bypass, and a 6fr xblad guide was inserted with an attempt to cannulate the left main and place a wire and a balloon. While placing the patient on bypass, CPR was initiated to support hypotension and vasopressors were administered by anesthesia. Left main cannulation was not successful, after many attempts. The patient was successfully placed on bypass. A sternotomy was performed, and surgeons felt that bypassing her left coronary arteries was a viable option to restore blood flow. The right saphenous vein was harvested, and the surgeons performed a saphenous vein graft (svg) to the lad and a svg to the circumflex artery. The patient remained on pump, however remained hemodynamically unstable. During insertion of the 17fr arterial bypass cannula to the left femoral artery, a perforation had occurred. Physician stated "it was a low stick to the profunda." Surgical repair was initiated. The surgery team worked tirelessly to control bleeding, however it was unable to be controlled. The iabp was turned off, and the pacemaker was turned off. The family made the decision to halt all therapies, and the patient was pronounced. The perceived cause of the coronary occlusion was attributed to low left main height, narrow sinotubular junction (stj), effaced sinuses, and long native heavily calcified leaflets. The coaxial alignment the valve and delivery system was considered fair. The patient had severe native valve/leaflet calcification and moderate aortic root calcification.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure. Specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (>4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. Minimum coronary height for a sapien valve is 10mm. The patient¿s coronary height measured 9.7mm-10.6mm. In this case, patient factors (narrow stj with effaced sinuses) likely caused initial movement of the valve. To compensate for the ventricular movement of the valve, the delivery system and sheath were manipulated, resulting in too aortic placement. This malposition, in combination with heavily calcified native leaflets and borderline coronary height likely coronary artery occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.